Event description:
In a letter from a consumer's spouse, she reports that following bilateral intraocular lens (iol) implant surgery, her husband's vision is not as good as it was before and that his night vision has decreased. In a follow-up the surgeon reports that posterior capsular opacification was noted and a limbal relaxing incision was performed. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results for the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 2/7/2008 and 2/12/2008 by mail, fax and phone. A completed questionnaire was received. This report was mailed to FDA on: 2/29/2008.